Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Initial reporter indicated that the pt would be having full revision surgery. It was suspected by the treating physician that the pt had a lead break. No x-rays were taken preoperatively. The neck site was opened and it was visualized that the lead electrodes were found to be off the nerve and at least 1/2 inch away from the nerve. It was also reported that the lead was very taught and there was no strain relief of tie downs found as well. The pt's generator and lead were both replaced and adequate strain relief was used.